Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings: there were no power reset events observed in the black box history to support the time and date resets. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date were observed to have reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The pump booted to the verify screen and the display screen was observed to be dim with a pink contrast. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a pink display screen. This report is made based on results of investigation completed on (B)(6) 2014.